Event description:
In this case, it was reported that the valve was explanted after an implant duration of approx 1 year and 4 months due to tricuspid stenosis. Per the op report, the valve was noted to be heavily calcified with very stiff leaflets. The device was replaced with a new bioprosthetic valve. The patient tolerated her procedure well and was sent to intensive care for postoperative recovery. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the tricupis stenosis was likely caused by the heavily calcified leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: host tissue was heavy at the stent outflow and minimal to moderate at the stent inflow. All 3 leaflets were cut from the valve. Cut sections were not returned with the valve. Wireform was also exposed on the inflow aspect. No visible damage to wireform observed on xray. X-ray. The subject device was returned to edwards for analysis. However, the reported stenosis with heavy calcification could not be confirmed due to the condition of the valve. Cut sections of the device were not returned with no evidence of calcification on the remainder of the valve. There is no change in the original conclusion of this event. No further actions are being taken.